Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the abbott diabetes care (adc) device. The caregiver reported that the low glucose alarm failed to sound when customer was hypoglycemic, and the customer subsequently lost consciousness. The customer was treated with sugar-water and juice by caregiver, and emergency services were called to home to provide treatment of glucagon injection and glucose via IV. There was no report of death or permanent injury associated with this event.